Manufacturer narrative:
Device was not returned; no investigation results so far.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4). The hook broke off during knee arthroscopy. It was used for arthroscopic examination and elevation.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Upon evaluation, the product was clearly bent and broken into 2 pieces. There is no signed of corrosion. The damaged is due to user handling related such as abuse or misuse. There is no patient harm reported. Based on assessment criteria, this is not reportable case.